Event description:
A doctor reported to baxter (B)(4) that white particulate matter (pm) was found in the tubing during use. The patient thought that the white pm must be some of the elements in the solution which was crystallized. The patient said the solution had been contained in the tubing for a long time during day time and got crystallized in the tubing. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: this report was confirmed by a plant evaluation as visible white residue internal to the transfer set. The white residue was observed after use, which lab analysis by the baxter analytical laboratory was found to be sodium chloride, normal table salt. This substance is not present in product manufacturing processes. A batch review was not possible since the lot number was not known. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.